Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed that there was a pad stuck at the bottom of the strip reader module (srm). The fse removed the pad and cleaned the srm. The cause of the loose pad is unknown. There is no recurrence of this event reported by the customer as of 02/12/2016. (B)(4).

Event description:
The customer reported finding a pad in the waste container and one loose pad on chemistry strip on their ichem velocity system. There were no erroneous patient results generated or reported out of the lab.